Event description:
On (B)(6) 2008, the patient was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B)(6) 2009, a follow-up computed tomography (CT) scan revealed the aneurysm measuring 53 mm in diameter. The aneurysm had decreased in size from its original measurement of 79 mm. On (B)(6) 2010, a two-year follow-up CT scan revealed a type ii endoleak, with aneurismal enlargement to 63 mm. At this time, the physician discovered that the patient had been prescribed warfarin by another medical facility for the treatment of his atrial fibrillation. The physician instructed the patient to discontinue use of warfarin. On an unknown date, follow-up examination by the physician revealed that the type ii endoleak was resolved.

Manufacturer narrative:
Additional tag components included in this report: tg3720/(B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and/ or require intervention include, but are not limited to endoleak.